Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. There was not reported impact to the customer's blood glucose level. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer maintained that the battery was depleting rapidly. Reportedly, the customer continued to use the pump for insulin therapy.